Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported by local agents via phone call that the customer got hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 288 mg/dl at the time of the incident. The customer was given intravenous insulin to treat. The caller did not mention any symptoms. The customer was most likely wearing the insulin pump during the incident. Troubleshooting was not completed and the customer stated their blood glucose levels were uncontrollable. The customer had reported that on (B)(6) 2019 the pump was emitting smoke. The insulin pump will be returned for analysis.